Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover.the customer attempted to reboot the station, but the issue persisted.as per part investigation, it was determined that shorted diode d501 / mosfet q501 on the drawer controller board along with fluid ingress on the pmc hh which led to circuit instability.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.part analysis:the reported condition of "failed drawer" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing and inspection process.according to the work order (wo) (B)(4), the fse found the drawer 4 not detected on bus. Corrected the problem by replacing the drawer and pixie circuit board controller. The repair was tested in hardware test application.during dchu visual inspection:pn 151630-01: the part shows signs of fluid ingress.pn 151622-01: no damage was observed.during dchu testing:pn 151630-01: functional testing was not performed due to fluid ingress.pn 151622-01: multimeter testing was performed to evaluate the condition of diode d501 / mosfet q501. The results obtained were out of range, indicating that the diode is shorted to ground.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause: it was determined that the root cause of the "failed drawer" was attributed to a shorted diode d501 / mosfet q501 on the drawer controller board along with fluid ingress on the pmc hh which led to circuit instability and ultimately compromised the drawer's functionality.